Manufacturer narrative:
H6: code b14: phr: a review of the manufacturing records indicated the lot met pre-release specifications. H6: code b15: imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ two radiographic jpeg images provided for evaluation. ¿ no name, date, or demographics on the images. ¿ cannot manipulate the images in any way. (Window leveling, rotating, etc.) ¿ cannot provide diameter or length measurements with jpeg images. ¿ cannot confirm diameters or length measurements annotated on the images without a full dicom image set. ¿ annotations and drawings were completed before images were submitted to gore. ¿ jpeg #1 shows: ¿ very poor quality partial 3d reconstruction image. ¿ jpeg #2 shows: ¿ the left internal iliac artery (liia) is not visualized. ¿ thereby, suggesting the implanted contralateral leg is covering the origin. H6: code d1102: the instructions for use (IFU) of gore® excluder® aaa endoprosthesis provide instruction for proper size selection and positioning the device prior to deployment, and attempting to move or push the device up during deployment is inconsistent with the IFU which advise stabilizing the delivery catheter and pulling the deployment knob in a continuous manner. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On the left side, the intraoperative measurement of treatment length was approximately 11 cm, and the attending fsa suggested an 11.5 cm device; however, plc181400j was used based on the physician¿s judgement. Although the physician attempted to push the device up during deployment, it was not succeeded and the left internal iliac artery was unintentionally partially covered, leading blood flow impairment. A cannulation into the internal iliac artery was attempted but it could not be done. Therefore, no further treatment was given. The patient tolerated the procedure. The reporting physician commented as follows: attempted to deploy the device while pushing it up, but it did not move as much as expected.